Event description:
It was reported that patient underwent an anterior cruciate ligament repair procedure on (B)(6) 2014. During the procedure, the wire fractured. The wire was retrieved and a new 1.1 nitinol wire was used to complete the procedure. There was a delay in the procedure of 45 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.